Event description:
The pump had an error alarm. The alarm was cleared and the pump was disconnected from the customer. Troubleshooting was performed. Pump tested ok. It was stated that the customer went to swim and the device was not under the water but it was splashed, and it had moisture underneath the screen. Additionally, the pump was dropped onto the carpet and had a motor error alarm, which could not be confirmed during the review of the history.